Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that there was a breakdown of universal electric/battery double trigger handpiece during surgery. Resetting the machine by removing the battery was without success. A new battery was tried, however, that did not work either. Using the power console was without success. There was no patient harm; however, there was a delay in surgery by an unspecific amount of time. The procedure was completed with an alternate device.